Event description:
It was reported that during follow up, the physician noticed undersensing of an extrasystole complex. The event was resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.